Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sampled showed one of the haptic was distorted and the other haptic was detached. There were surface residuals (particles, fibers and ovd residues) observed on lens which indicate that the unit was handled and prepared for surgical use. The reported complaint of the haptic would not open properly to hold the lens in place could not be verified. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the haptic would not open properly to hold the lens in place when inserting into the patient's eye. Additional information was received and it was reported that the lens folded using the folder by the technician then handed off to the surgeon. The surgeon checked under a microscope before inserting into the patient. The haptic appeared fine but once placed in the patient, the haptic would not open properly to hold the lens in place. Lens had to be removed from the patient's eye and a new lens was placed. There was no patient harm reported. In follow-up, it was reported that there was no incision enlargement or vitrectomy performed to remove the lens. The patient had no problem at all.